Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported issue was not able to be reproduced during device inspection. The device was sent for upstream and downstream occlusion testing, and the device passed. Additionally, the device was sent for flow accuracy testing and the device passed. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) was reviewed and revealed an infusion of nicardipine (cardene) was programmed on the reported event date. The infusion rate was updated multiple times throughout the infusion by the user. The pump alarmed for an ¿air-in-line!¿ once. The user unloaded and reloaded the set, and the alarm was cleared. No other alarms or abnormalities were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump did not alarm for a downstream occlusion. A post operative patient being transferred to the cardiothoracic intensive care unit (cticu) had uncontrolled hypertension with a systolic blood pressure ¿up to 150¿s¿. The operating room team reported "something is leaking, there is fluid on the bed." The accepting registered nurse (rn) received the patient in the room and started assessing the lines. The rn noted the IV cardene programed in the spectrum pump and went to increase due to hypertension. The rn traced the line, and ¿elected to move the cardene off of the bridge typically used by anesthesia to a patient's open cvc lumen¿. Upon moving the connection, the rn noted a backflow of fluid out of the distal y-site, closest to the patient, from the cardene line. The rn placed an empty 3cc syringe on the line in an attempt to immediately stop the problem. However, the syringe filled up with medication. The rn administered hydromorphone and hydralazine while the cardene drip was removed from the pump. The spectrum pump did not alarm for the flow issue. No further information was available at the time of this report.